Event description:
It was reported that the wake button was sticking. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer declined to address elevated bg at the time of the event. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.